Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 unit overheated and the rubber tips (jaw boot) on the jaws started to come off. Nothing fell into the patient. The hospital did not report any patient effects. The product is not returning as it was discarded.